Event description:
The customer's husband stated that the customer was hospitalized due to diabetic ketoacidosis. The customer's husband declined to perform troubleshooting on the insulin pump. It was advised that the customer revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.